Manufacturer narrative:
For the 58 events reported under exemption number e2012016, 48 complaint devices were returned, 8 complaint devices were disposed, and 2 complaint devices were not returned. 37 events were determined to have a root cause of operational context, 1 event was found to have a root cause of handling damage, 8 events were found to have a root cause of supplier design, and 1 event was found to have a root cause of manufacturing. Investigation is still in place for 1 event.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012016 for product code fge. This report covers 58 reported event of balloons bursts/pinholes. Of the events, 3 patients were female and 8 were male. One patient's weight was (B)(6). The known patients' ages ranged from 20 years to 71 years. All other demographic information is unknown.